Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary =according to the information provided, it was reported that during an arthroscopy shoulder stabiliz a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece worked normal, but not the suction even thought it was plugged. After a 2-3 times of drilling fluid through the tube and the handpiece, the suction was still blocked. The device belonging to complaint (B)(4) was received in mitek lab on 10/15/2020 and visual inspection and functionality test were performed, the visual observation revealed that the device has not been returned in its original packaging. The active tip of the electrode show signs of activation. Also, there are saline residues visible in suction tube. Finally, the electrode shaft, handle, cable, and plug does not show any signs of damage. Due to the issue is related to suction issue, the device was sent for further investigation in suction test. To continue with the product analysis, device was sent to cardiff UK for further analysis with manufacturing on date 11/20/2020 along with other product complaint devices with a total of 3 boxes, under fedex tracking# (B)(4). Logistics department informed that the material was not received in UK and it was returned to el paso. Tx, warehouse. Another shipment was conducted to send the boxes to UK for analysis under (B)(4) via ups and manufacturing department confirmed that only one box was received, it doesn¿t contain the product reported in this complaint. A manufacturing record evaluation was performed for the finished device [u2002104] number, and no non-conformances were identified. After multiple attempts to localize the devices locally in el paso, tx. Warehouse. Logistics department confirmed that the missing 2 boxes were not in their facility. Even though it¿s not possible to perform an actual evaluation on the device we have evidence from the visual inspection and production records that the device was manufactured in accordance with documented specification and procedures which indicates that the failure reported by the costumer is unlikely to be related to the manufacturing process. With the information available at the moment, this complaint cannot be confirmed. If the device is located in the future. This complaint will be reopened, and analysis will be performed accordingly. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI:(B)(4).

Event description:
It was reported via complaint submission tool that during an arthroscopy shoulder stabilizer a vapr cool pulse 90 electrode, 90° suction w/integrated handpiece worked normal, but not the suction even thought it was plugged. After a 2-3 times of drilling fluid through the tube and the hand-piece, the suction was still blocked. There was a surgical delay of 5 minutes. No patient consequences reported. Additional information provided by the affiliate reported only a slight delay in the procedure occurred. The affiliate reported the procedure was completed with a readily available like electrode.